Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by an arthrex employee via email that for an ar-1927bcf-45, 4.5 mm biocomposite-corkscrew® ft suture anchor with one #2 fiberwire® and one tigerwire®, the anchor broke during insertion and the anchor and suture fell apart. This was detected during use in a repair of left achilles tendon surgery on (B)(6) 2024. The procedure was completed successfully as another new ar-1927bcf-45 was used. There was no patient harm and no secondary procedure performed.

Manufacturer narrative:
The complaint allegation is confirmed. One unpackaged, ar-1927psf-45, batch 15197682, was received for investigation. Visual evaluation noted that the anchor was detached and damaged along the threads. Functional testing couldn't be performed due to the damage of the device. The most likely cause can be attributed misuse due to improper bone preparation; misaligned insertion; or prying/leveraging the device during insertion.